Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing adverse trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer that they experienced a terrible pain, burning, edge of lens is rough or irregular or lens is not circular, burning, two contact lens in the same little package found a second torn lenses in their eye that injured the left eye after using the contact lenses. Upon follow up, they had lot of pain that persisted for hours in their left eye, had recurrent corneal erosion anyway, the damage in their eye progresses month by month, the lenses reduced even more of their vision, eye became even more irritated, painful, soreness and anxiety. The consumer visited the doctor and was not prescribed any medication as they already have unspecified eye drops and various treatments due to their condition (rce- recurrent corneal erosion) and was advised continuing the same medication at unknown time, duration and frequency. The current status of consumer eye was symptom improving at the time of this report. No additional information had been requested.